Manufacturer narrative:
(B)(4) requested the product for investigation but the product was discarded. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints with laboratory investigation results was performed, no similar complaint was found. Thus the reported failure could not be confirmed. At this time no similar complaint investigated was found which could led to the confirmation of the failure and / or a product related malfunction. Since no device related malfunction could be confirmed and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
According to the customer: patient placed on vv (B)(6) 2017 @ 1138 pst. Hx pneumonia, ards, on ventilator 2+ weeks. Patient has been receiving crt past 1 week with groin cannulation. Initiated vv with avalon due to failure to oxygenate. Planned crt today- rpms 3500, 4.2lpm, acts 233. Act 245 immedicably prior to initiation of crt. Started crt and within 5 minutes, deltap and pint quickly increased and flow dropped to 0.2lpm then ceased to flow completely. Code was called, and CPR was performed for 45+ minutes. Patient subsequently expired and taken off vv (B)(6) 2018 @ 1330 pst. (B)(4).